Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using an ilet a103101, requested engineering logs for review, and subsequently performed a factory reset after episodes of insulin delivery in the late afternoon to evening; troubleshooting and education were completed with the user. Symptoms included low glucose with a reported nadir of 39 mg/dl, loss of consciousness, and seizure. Outcomes included use of oral carbohydrates and administration of glucagon, with assistance from a caregiver. Investigation included review of uploaded device data and user-provided history. Investigation of this case revealed the cause of the hypoglycemia was unclear. It was concluded that no device malfunction could be confirmed and the event was attributed to hypoglycemia of unclear cause.